Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient developed a hematoma with a 5cm wound dehiscence at the pocket. No actions were taken at that time.